Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rational: 27 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2021-00925. 1 previously reported event in this report should have been included under MFR report # 3015967359-2021-00924. 1 event was reported in error. 24 previously reported events are included in this follow-up record. Product return status 24 devices were received.

Event description:
This report summarizes 24 malfunction events in which the device or cutting accessory fractured. 15 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 27 events were reported for this quarter. Product return status 16 devices were received. 11 device investigation types have not yet been determined. Additional information 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.

Event description:
This report summarizes 27 malfunction events in which the device or cutting accessory fractured. 20 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.